Manufacturer narrative:
The device was returned for evaluation. The pre-decontamination evaluation determined that there was a pinhole leak in the balloon. The balloon did not rupture. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted with the investigation results of the returned devic). The following sections of this report have been updated d6 (device availability) h3 (device evaluated by manufacturer) and h6 (adverse event codes), component code, and investigation conclusions. The 23mm commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: pinhole on the proximal end of the crimp balloon and minor flex tip gouges. Functional testing revealed that the valve and gross alignment was successfully performed. Fine adjust was performed with no issues. Dimensional testing revealed that the crimp balloon wall thickness was within specification. During manufacturing the entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The commander delivery system IFU, device preparation manual and procedural training manual were reviewed for guidance and instructions on device preparation and usage. The procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock and check the delivery system before valve alignment. If kinked, do not use. Manage guidewire position, the guidewire can move proximally during valve alignment, the warning marker indicates the balloon catheter is approaching a hard stop, do not pull past the warning marker, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, and fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock, compression may be observed in the distal portion of the flex catheter during valve alignment, and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only) and if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with the fine adjustment until thv is centered exactly between the valve alignment markers. In addition, if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing the curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. There were no training or IFU deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was confirmed based on the condition of the returned device. The complaints for prepping difficulty, the resistance between catheters and valve alignment difficulty or inability were unable to be confirmed. A manufacturing non-conformance was not identified during the return evaluation of the device. A review of lot history and DHR did not reveal any indications that a manufacturing non-conformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. Potential sources of high forces include tortuosity and performing valve alignment in a non-straight section of the vessel. Performing valve alignment in a non-straight section can cause valve diving (thv become unseated from the flex tip) as evidenced by the observed flex tip gouges and contribute to valve alignment difficulty. If the thv is unseated during alignment, the valve can become non-coaxial and can result in high valve alignment forces thus increasing difficulty with valve alignment. If the valve is unseated during alignment, it can result in interaction between the valve and the crimp balloon, which may have punctured the balloon and resulted in the pinhole observed on the returned device. Additionally, per the report, the degree of calcification of the aortic annulus was severe. The presence of calcification can create challenging anatomy for balloon inflation. Calcified nodules can compromise the structure of the balloon wall. It is possible that the interaction between the balloon with an existing calcification may compromise the balloon wall during inflation. During functional testing, the balloon shaft was pulled from the packaging position to the warning marker with no resistance observed. Due to insufficient information, a definite root cause is unable to be determined. In this case, available information suggests patient factors (calcification) and/or procedural factors (valve alignment performed in a non-straight section) could have contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions, nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) regarding a patient who underwent an implant of a 23mm sapien 3 ultra valve, in aortic position, by transfemoral approach. Valve alignment was described with some resistance, but was possible. During valve deployment the 23mm commander delivery system balloon ruptured. The valve was fully deployed. There were no complications for the patient and the patient is reported as doing fine. ; after the procedure the crimping nurse commented that during device preparation the movement of the balloon catheter was already difficult but worked, so she decided to use the system.